Manufacturer narrative:
The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since these devices were used in conjunction with a stryker device, the product information for this device is referenced below. Cat# mac-9988-5258, description: std mitch trh cp (B)(4), lot# fm060029. Cat# mmh-9988-0052, description: mitch trh md hd (B)(4), lot# fm060185.

Event description:
A solicitor's letter was received reporting that the patient was implanted with a mitch trh system on (B)(6) 2007 following arthrosis of the right hip. The letter further reported that due to continuing pain complaints around the hip and a sharp rise in chromium and cobalt levels revision surgery was undertaken on (B)(6) 2010.

Manufacturer narrative:
An event regarding revision surgery as a result of elevated metal ion levels was reported was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock with no relevant reported discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as the returned device, patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
A solicitor's letter was received reporting that the patient was implanted with a mitch trh system on (B)(6) 2007 following arthrosis of the right hip. The letter further reported that due to continuing pain complaints around the hip and a sharp rise in chromium and cobalt levels revision surgery was undertaken on (B)(6) 2010.